Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported there was no telemetry and no magnet response with the device. At the device check four months earlier, the battery impedance measured 5.6 kohms and the device was not programmed to high output. The device was replaced. No patient complications have been reported as a result of this event.